Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold measurements and helix mechanism issue resulting in failure to extend and retract the helix. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix to be extended and clogged with blood/tissue. X-ray examination found no anomalies. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.